Event description:
It was reported that the subject retriever stent was detached and left inside patient. There was a surgical delay of 5 min due to the reported event. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.